Manufacturer narrative:
Results: the cat6 was kinked in multiple locations and stretched from approximately 75.0 cm from the hub, and fractured approximately 117 cm from the hub. The fractured distal segment of the cat6 was stretched and kinked in multiple locations. The non-penumbra sheath was kinked. Conclusions: evaluation of the returned devices revealed that the cat6 was kinked, stretched, and fractured. If the device is forcefully advanced or manipulated against resistance, it may become kinked. If the cat6 is forcefully withdrawn against resistance, it may become stretched or fractured. Further evaluation revealed that the non-penumbra sheath was kinked. This observed kink may have contributed to some of the damage observed on the cat6. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac artery using an indigo system aspiration catheter 6 (cat6). It was reported that prior to using the cat6, there was slow flow and clot formation after implanting an iliac stent and the patient had extremely calcified arteries. During the procedure, the physician was unable to advance a non-penumbra 7f sheath up and over the aortic-common iliac bifurcation and therefore, decided to use a cat6. While attempting to advance the cat6 to the treatment site, the physician experienced resistance and was only able to advance the cat6 over a stiff wire with only a short 7f sheath. Shortly after aspiration was initiated, the physician felt that the cat6 was stretching and therefore the cat6 was pulled. While removing the cat6 from the patient, the physician experienced resistance and upon removal, the physician noticed that the cat6 was torn in half and the other half remained in the patient¿s body. It was reported that only the inner metal lining of the cat6 was hanging off the part that was removed. The patient was then taken to the operating room to have the remaining portion of the cat6 successfully removed. The patient ultimately expired the next day. The physician does not attribute the patient¿s death to the penumbra device.